Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the feeling implantable neurostimulator (ins) more, soreness and warmth after laying down for tens therapy was determined to be from the patient laying on their back for a knee treatment. Patient stated they were not used to lying on their back. Patient stated the issue was self resolved by not lying for any period of time on their back. Patient stated they were fine the next day. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient stated they get physical therapy for their knee, and the physical therapist uses a "little electrical stimulator" on the knee. Patient mentioned they've had 2 prior treatments with the therapy already without issue but noticed today after getting up from a lying position to receive the therapy that they could "feel the unit" more. When asked, patient denied feeling any shocking or jolting. They described the sensation as "sore" and "warm," which has since resolved on it's own. Patient wondered if it could have been from remaining in a lying position for a prolonged period of time. Agent reviewed it was possible, but suggested patient continue to monitor and follow up with physical therapist.